Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: shavings from the seal fell into the patient cavity when trocars were inserted into the patient cavity. All pieces were retrieved with grasper. Neither the operating room time nor the incision size were extended, and there was no additional bleeding. No patient injury was reported.

Manufacturer narrative:
(B) (4)